Event description:
The device was used during a pneumonectomy procedure. Reportely, the instrument was difficult to open. The surgeon resected the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.